Manufacturer narrative:
Device evaluated by MFR: the opticross 18 was returned for analysis. Visual observation identified kinks in the sheath assembly. Also, the guidewire was entangled, and twists were observed in the imaging window assembly. No other issues were identified with the device and no patient complications were reported. Due to the reported anatomical factors, it is possible that the friction between the catheter body and the lesion caused the opposing force that kinked the sheath and an entangled.

Event description:
It was reported that guidewire entanglement occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified middle superficial femoral artery. A peripheral rotawire and wireclip torquer and an opticross 18 were selected for use. During post ivus, the rotawire was kinked. Consequently, the ivus catheter spun and became kink with the wire. The wire and catheter were pulled together. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that guidewire entanglement occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified middle superficial femoral artery. A peripheral rotawire and wireclip torquer and an opticross 18 were selected for use. During post ivus, the rotawire was kinked. Consequently, the ivus catheter spun and became kink with the wire. The wire and catheter were pulled together. The procedure was completed with another of the same device. No patient complications were reported.